Event description:
It was reported that the cordless driver is running at full speed as soon as the battery is inserted and oscillates when only one trigger is pulled. The event was found during service at the manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The failure was duplicated by the repair technician through functional evaluation, disassembly and visual inspection. The device had run on as the trigger magnet had detached. This condition allows the device to run without activation when the battery is installed. The affected trigger assembly was replaced. The driver passed all final inspection activities and returned to the customer.